Event description:
The patient had an infection at the lead site. The symptoms included pain, swelling, and drainage. The lead was replaced; it was unclear which lead was replaced. The patient recovered without sequela. See also manufacturer's report # 3004209178-2010-04518.

Manufacturer narrative:
(B) (4).